Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.

Event description:
It was reported that the lead had small r waves and elevated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.